Event description:
"Out of the box - bent fiber by proximal connector." This info is documented as reported to trimedyne. Based upon the info included in the initial report from the customer, this event was determined to be not reportable. However, evaluation of the returned product in 2008 showed the product problem to be reportable.

Manufacturer narrative:
Eval summary: note: the following info is considered to be confidential.